Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a gastrectomy procedure, when the scrub nurse was preparing to inflate the balloon, they found the balloon cannot be inflated and there was a hole on balloon. They opened a second balloon port from different lot and complete the case. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance received two photographs of a device. The first photo depicts the balloon with the obturator inserted in to the cannula. The side of the balloon shows a tiny bubble. The second photo depicts the back of the blister pack showing the tyvek label with all pertinent information. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the trocar balloon, lock collar, valve seal and doors appeared to be intact. The obturator was received. The inflation syringe was received. Pmv performed functional testing: the balloon was inflated; no leaks detected. The balloon deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.